Event description:
Information was received indicating that an administration set connected to a smiths medical cadd infusion pump was reported to be leaking etoposide. Intended administration was 500 ml over a 24 hour period. That the patient's shirt was wet and the chemo droplets were leaking from a filter hole that was about the size of (B)(6) suggesting a small leak. There were no reported adverse events.

Manufacturer narrative:
Description was updated to correct typos.

Event description:
Information was received indicating that an administration set connected to a smiths medical cadd infusion pump was reported to be leaking etoposide. Intended administration was 500 ml over a 24 hour period. That patient's "profanity" was wet and the chemo droplets were leaking from a filter hole that was about the size of (B)(6) singapore coin suggesting a small leak. There were no reported adverse events.

Manufacturer narrative:
Other text: two pictures were received by smiths medical and in those pictures, it could be seen that there was a leak fleeing from the air vent of the filter. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No testing could be performed because no samples were provided for investigation. In order to perform a complete root cause analysis of this failure mode, CAPA 19mbis074 was open on 23-may-2019, on which root cause states that filters wet out and can leak if surfactants (oily) substances flow through them lower surface tension fluid. CAPA 19mbis074 was open on 23-may-2019 in order to implement the following corrective actions for this failure mode: create redlines to the ifus for all extension sets that contain the 31-1143 filter by principal engineer/CAPA owner, complete on 20-feb-2020. Complete risk management file review by principal engineer/CAPA owner, complete on 20-feb-2020. Release production version of IFU, due date: 30-may-2020 (to align with cadd compliance submission).